Manufacturer narrative:
D2: device product code krd was corrected to hcg. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher, and stuck within the returned microcatheter. The pusher was not returned for evaluation. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The returned microcatheter was found kinked at 81cm from the distal tip. If the microcatheter kink was present at the time of the reported event, this damage would have caused or contributed to the reported resistance and coil premature detachment. The physical evaluation of the coil device could not identify the exact conditions or circumstances that led to the stretched implant, but the implant stretching is consistent with the device experiencing retraction forces over-specification.

Event description:
See h.10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil was primed, and it passed the pretest. When the coil was inserted into the microcatheter, there was resistance higher than usual. An angiography was performed, and it revealed that the implant was prematurely detached in the microcatheter. The coil and microcatheter were both removed from the patient. Another coil was used to complete the procedure successfully. No reported patient injury or intervention was reported. The patient¿s condition was reported as no health damage.